Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 17-aug-2018. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. Unrelated to the original complaint moisture was found throughout the interior compartment of the pump and verified by leak testing with moisture ingress at the site of the battery compartment crack as well as through a puncture in the audio bolus button cover. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.